Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they didn't realize that their implant protruded a little bit out of their body. Patient stated it hurt and they were going to physical therapy now and when they have to lie on their back on a padded surface it hurts. Patient said they have a towel or pillow put under their body so it doesn't hurt. Patient wondered if that was normal. Patient added the therapy was working great. Agent asked when patient first noticed this and patient stated it was relatively recently. Patient also stated that if they bump against a wall or something it was noticeable but mostly it was when they recently started physical therapy. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were scheduled for a follow-up in march but they would try to get a sooner appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.